Event description:
It was reported that (1) linear cutter was used during a laparoscopic roux-en-y. The device would not reopen. After using a second linear cutter through another port in an effort to cut out the first device, the surgeon was still not able to remove device. Surgeon chose to open patient. The surgeon used another device and cut out the first device.